Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and a deflection issue occurred as the catheter lost deflection while in use. The catheter was exchanged to continue. The procedure was completed without patient consequence. This event was originally assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation on november 8, 2015 and during visual inspection it was discovered that the tip lumen had bumps with metal exposed about 6.8mm from the transition with peek housing. Upon request additional information was received on the finding. The catheter was withdrawn through the st. Jude sl0 8.5f sheath without difficulty. This condition was not noticed prior to use of the catheter, upon withdrawal or prior to sending the catheter back. The small bumps are not MDR reportable; however, the finding of metal exposed is reportable because it poses a risk to the patient. The awareness date for this record is november 8, 2015 because that is when the damage was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and a deflection issue occurred as the catheter lost deflection while in use. Upon receiving, the catheter was visually inspected and it was found that tip lumen had bumps with metal exposed which is why this complaint was reported to the FDA. An x-ray image was taken from the area and it was noticed that the t-bar was slid down getting caught and exposed at tip lumen. This condition might be due to the fact that the t-bar applied stress at that point while sliding down. Per the event reported the catheter was tested for deflection and the catheter failed due to the t-bar sliding down from their place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action was created to address the t-bar issue.